Event description:
A tandem xl biliary cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008, (pt age, gender and weight unk). According to the complainant, during the procedure while the cannula was being advanced into the target lesion, it was observed that "the blue coating on the device had peeled". Reportedly, most of the blue coating was retrieved from the pt and the remaining coating is expected to pass via peristalsis. The procedure was completed with a different device (product/MFR unk). There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.